Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, of right ventricular (rv) lead, warning triggered for low impedance and the lead exhibited decreasing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.